Manufacturer narrative:
B3 - date of event: used the first date of the month of the aware date as no event date was provided.

Event description:
It was reported that shaft break occurred. The target lesion was located in coronary artery. A 4.00 x 38mm synergy xd drug-eluting stent was selected to treat the lesion. However, during insertion, the device broke off in the guide. Another stent was opened, and the procedure was completed. No patient complications were reported.